Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. The procedure went as planned however, when the procedure was completed, the surgeon noted holes in the balloon. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).